Event description:
The physician reported that since (B)(6) 2013, episodes stored within the memory of the associated ICD show many signs of noise relative to the subject lead. A re-intervention was performed to correct the issue, but the subject lead could not be removed.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.